Event description:
It was reported that prior to use it was observed that "this device has two blue bronchial branches on the adaptor which goes from the exclusion tube to the patient's respirator hose. The color code on the tube however was correct". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "two blue bronchial branches" was confirmed and verified upon the visual inspection of the returned sample. A device history record review was performed, and no relevant findings were identified. The probable root cause of the complaint was identified as manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only. Additionally added the brand name of the device and selected "no" for single-use device reprocessed and1 reused.

Event description:
It was reported that prior to use it was observed that "this device has two blue bronchial branches on the adaptor which goes from the exclusion tube to the patient's respirator hose. The color code on the tube however was correct". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that prior to use it was observed that "this device has two blue bronchial branches on the adaptor which goes from the exclusion tube to the patient's respirator hose. The color code on the tube however was correct". No patient involvement.